Manufacturer narrative:
The investigation has determined that higher than expected potassium (k+) results were obtained from a single patient sample processed using vitros chemistry products k+ slides lot 4102-1075-6966 on a vitros 5600 integrated system. The assignable cause of the event is user error as the customer used incorrect protocol when preparing and processing the patient sample. Instructions per bd state to not re-centrifuge samples in the sst, and to instead aspirate the serum from the tube and place in a clean test tube to re-centrifuge. As the customer re-centrifuged the sample in the sst, it is possible that serum above and below the gel mixed, which could have caused the higher than expected k+ result. Based on historical quality control results, a vitros k+ lot 4102-1075-6966 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros k+ reagent lot 4102-1075-6966. Although no precision testing was performed on the vitros 5600 system, historical qc results were precise indicating that an instrument related issue was not a likely contributing factor of the event. Email address for contact office in field g1 above is (B)(6).

Event description:
The investigation has determined that higher than expected potassium (k+) results were obtained from a single patient sample processed using vitros chemistry products k+ slides lot 4102-1075-6966 on a vitros 5600 integrated system. Patient 1 vitros k+ result of 3.51 mmol/l vs an expected result of 2.90 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros k+ results were from a patient sample used for correlation testing and no results were reported out of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4). .